Event description:
The customer stated that the left and right monitors were blanking out. When both monitors are not working; this would prevent the live image from being viewed, thereby making the system unusable. There was no patient injury or death reported.

Manufacturer narrative:
A ge representative performed an on site investigation. The cable was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.